Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (B)(6) in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention reported

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 262mg/dl. The customer's expected fasting blood glucose test result range is 138 to 167mg/dl. The customer having headaches at the time of the call. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has symptoms of hypoglycemia but states she can continue on phone. Customer denies need for medical attention. Unable to verify date and time; date and time was not set on meter. Unable to obtain additional reading results from meter's memory. Customer was informed that her test strips had expired because they were opened over 4 months ago. Customer did not remember when she opened test strips. Customer threw away expired test strips.